Event description:
The chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Per sample evaluation results on 04jan2024, it was reported that the chiller pump was faulty. Slow filling due to clogged fill tube filter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Chiller pump faulty. Replaced chiller pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Primary wo to this complaint is (B)(4). Per sample evaluation results on 04jan2024, it was reported that the chiller pump was faulty. Slow filling due to clogged fill tube filter.